Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rexi1272 showed one other similar product complaint(s) from this lot number . Device not returned, at this time.

Event description:
It was reported that after the puncture of the vessel, the nurse had difficulty removing the guidewire and it became stretched out. Nurse chose to withdraw the catheter, but failed and requested withdrawal by the doctor. No patient harm was reported.

Manufacturer narrative:
The complaint of a damaged stylet is confirmed and was determined to be use related. One segment of a 3 fr per-q-cath, a detached t-lock assembly, and detached stylet were returned for evaluation. An initial visual observation showed blood residue on the samples. The stylet was observed to be begin unraveling approximately 11.5 cm distal to the black handle and the core wire was observed to be broken 21.3 cm distal to the black handle. A microscopic observation revealed the fracture site of the core wire was observed to be flat and smooth with some striations on the fracture surface. The distal tip of the stylet was observed to be missing and the fracture surface of the outer coiled wire was observed to be flat and teardrop-shaped and striations were also observed on this fracture surface. The striations observed on the fracture surfaces of both the core wire and the outer coiled wire as well as the smoothness of the fracture surfaces suggest that the stylet was cut. The unraveling of the outer coiled wire most-likely occurred as the stylet was pulled through the t-lock. The product IFU states: ¿never use force to remove the stylet,¿ ¿catheter stylet must be wetted prior to stylet repositioning or withdrawal,¿ and to ¿disconnect the t-lock from the catheter luer connector¿ and then ¿slowly remove the t-lock and stylet.¿ device not returned, at this time.

Event description:
It was reported that after the puncture of the vessel, the nurse had difficulty removing the guidewire and it became stretched out. Nurse chose to withdraw the catheter, but failed and requested withdrawal by the doctor. No patient harm was reported.